Event description:
It was reported that this inflatable penile prosthesis (ipp) returned without any performance allegation. Upon analysis of the returned components, the cylinders and reservoir did not pass the microscope examination, the pump did not pass the microscope examination and functional test. There was no additional information provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinder. Both cylinders passed the leakage test. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump kink resistant tubing (krt) were worn to the filament. The pump passed the leakage test. Functional test revealed that the pump failed the activation test. The reservoir was microscopically inspected, and leak tested. Microscope examination revealed that the reservoir had wear at fold in reservoir shell. The reservoir passed the leakage test. No allegation was reported against the returned device; however, a conclusion code of cause traced to component failure was assigned to this investigation based on the failure of the pump that did not pass the activation test.